Manufacturer narrative:
During inspection and testing, service found a white plastic-like material in the air/water nozzle due to incorrect reprocessing. The material did not originate from the endoscope. The reported event (exposed threads) was confirmed. Service found the adhesive on the distal end was worn. In addition, the adhesive on the bending section cover was worn, angulation was out of specification, there was play in the angulation, the objective and light guide lenses were chipped due to a physical shock, the adhesive on the light guide lens was worn, and the adhesive on the objective lens was missing. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported threads were exposed at the distal end of the scope. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that watertight packing/silicone adhesive/silicone parts of peripheral product were broken, entered the channel and made the nozzle clog. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Operation manual_ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.